Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter. A catheter tubing kink/optical fiber break was observed near the y-fitting at approximately 74.4cm from the iab tip.an underwater leak test of the balloon, catheter tubing, y-fitting and extracorporeal tubing was performed and no leaks were detected.the iab was placed on the cs300 pump for two hours, which represents one complete autofill cycle. The iab pumped normally and no alarm sounded.the optical fiber was found broken, confirming the reported pressure problem. However, we were unable to confirm the reported augmentation alarm since the iab pumped normally. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event.reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an augmentation and pressure error alarm just as auto-fill was about to begin. The iab was replaced with a new one. There was no patient harm or adverse event reported.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an augmentation and pressure error alarm just as auto-fill was about to begin. The iab was replaced with a new one. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint # (B)(4).

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an augmentation and pressure error alarm just as auto-fill was about to begin. The iab was replaced with a new one. There was no patient harm or adverse event reported.